Event description:
On the initial report received by aso on 05/28/2024, the consumer stated that the product caused him irritation. On the completed consumer information report (cir) received on 06/18/2024, the consumer states that he went to the doctor, who told him to use two types of creams for his skin for irritation and appearance.

Manufacturer narrative:
As of 07/17/2024 manufacturer evaluated DHR of the same lot reported with no defects noted. Unused returned/retained product was submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests with no issues noted. Refer to section b.6 of this report for further details.